Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure per physician's preference and no charging issues. The patient was reportedly doing well postoperatively the explanted devices were not returned to bsn as they were discarded by the medical facility.